Event description:
It was reported the patient¿s pump was moving around, flipped, and was poking out of the patient. It was determined the pump needed to be sutured back down because the sutures may have become undone. The event occurred greater than 10 years ago.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).